Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was in a motor vehicle accident and found to be unresponsive by fire department on arrival. The emergency room performed a remote interrogation and found no stored episodes and no measurement anomalies. The field representative noted that he was not called for any further evaluation of the cardiac resynchronization therapy defibrillator (crt-d). The cause of the patient being unresponsive was unknown and no additional adverse patient effects were reported. The crt-d remains in service.